Event description:
It was reported the camera head with no image. The issue was identified during preparation for use for an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation's results, it is likely that the following led to the malfunction: component failure. The device had a damaged cable unit, which caused the image issue. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head with no image. The issue was identified during preparation for use for an unspecified procedure. There was no patient involvement.